Manufacturer narrative:
Investigation results: a fully deployed wallflex biliary delivery system was returned for analysis. A visual examination of the returned device found that the outer sheath had a significant bend, and the inner shaft was kinked. No other issues were identified with the device. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on november 29, 2016 that a wallflex biliary rx stent 10 x 60 was to be used in the bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, when the stent was deployed halfway, the position was not right. The physician attempted to re-constrain multiple times but the stent could not be re-constrained. The physician then decided to fully deploy the stent in the incorrect location and then retrieved the stent using a snare. The procedure was completed with a 10 x 8 cm wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have ¿no problem¿.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx stent 10x60 was to be used in the bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, when the stent was deployed halfway, the position was not right. The physician attempted to reconstrain multiple times but the stent could not be reconstrained. The physician then decided to fully deploy the stent in the incorrect location and then retrieved the stent using a snare. The procedure was completed with a 10x8cm wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have ¿no problem¿.